Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was unable to verify the customer's reported issue. The ventilator passed all testing and met all carefusion manufacturer specifications. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model lap top ventilator 950 was stacking breaths. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.